Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a reservoir leaks in the reservoir compartment. The customer's blood glucose reading was 15 mmol/l. The mother tried to dry out the pump. The mother did not have a faulty reservoir. The mother did not know where the leaks had occurred.